Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device could not be fully opened. No other stones had been captured/crushed with the device prior to this, and no device damage was observed. Reportedly the device was not inspected/tested prior to use. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; sheath torn.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The outer sheath was found to be buckled in multiple areas and was torn at distal end of the heat shrink. Functionally the basket failed to extend due to the damage noted to the sheath and the heavy residue. The basket was manually extended and retracted and the wires were found to be twisted and inverted. The condition of the returned incident device was consistent with the complaint that the basket won't open and sheath accordioned. However during device evaluation it was also noted that the sheath was torn. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors along with heavy contrast residue limiting the device performance. The device history record review confirmed that all accepted devices met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).